Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
The event involved a tego® connector where it was reported the provider went to remove the gauze and it was saturated with old dried blood. Writer removed the gauze and noticed tego on the arterial port had blood in it, but the central venus line line was clear of any visible blood. Writer removed the tego and withdrew from the line and flushed as per protocol. Tego and gauze were saved. Invasive procedure was not provided or not applicable. There was no unexpected or prolonged care.

Manufacturer narrative:
One (1) used sample item #d1000 was returned for evaluation. As received no physical damage on the thread post or top seal, only blood residual outside the tego was observed. After flushed the fluid path a partial occlusion was observed. The tego was dissembled and the presence of errant adhesive silicone on the side was confirmed. Complaint of leaks cannot be confirmed. However the probable cause of the partial occlusion is due to an errant adhesive silicone applied during manual process assembly. Product received date: 1/29/2024.